Event description:
It was reported that the patient presented to the emergency department with redness and swelling at the implant site. The patient was also experiencing fever and chills. The patient was treated with antibiotics and the implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted. No further information on patient condition.